Event description:
On december 1, 1997, the surgeon reported the following to olympus; during a cystoscopy procedure the surgeon prepared to change cystoscopes, the end of the light guide cable was placed on the instrument tray on top of a wet drape. The contact of the light guide cable with the wet drape caused a wisp of smoke to appear. There was no pt injury and the procedure was completed.